Event description:
It was reported that the user experienced recurrent low glucose events while using ilet, associated with incorrect meal size announcements; the user temporarily switched to a prior insulin pump and planned a factory reset before resuming ilet. Symptoms included hypoglycemia, with a reported nadir of 38 mg/dl. Outcomes included self-treatment with oral glucose without healthcare utilization. Investigation included review of reported use patterns and device behavior, user education and troubleshooting outreach, and recommendation to perform a factory reset to address pump adaptation to low meal announcement frequency. Investigation of this case revealed a use-related issue in which incorrect meal size announcements contributed to maladaptive insulin delivery and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that user management of meal announcements was the likely cause, and a factory reset with re-establishment of typical use was indicated.